Event description:
Knee pseudo-septic arthritis. Case description: hexatrione. Spontaneous report received on 06/26/2009 and 06/29/2009 from a physician regarding a male pt. The pt's relevant medical history includes previous two or three series of synvisc injections administrated every two years and bilateral gonarthritis. On unspecified dates the pt received a series of synvisc injections administered via intra-articular route, in both knees simultaneously, at a dose of 2 ml one week apart. In march, two weeks following the third synvisc injection, the pt experienced severe knee effusion on one knee only and increased c-reactive protein (crp) at 100mg/l. The knee aspirate showed very "thick purulent"- looking effusion which was returned negative from the bacteriology testing. The doppler ultrasound examination performed concluded that there was no concomitant thrombophlebitis. The pt was hospitalized for three weeks for suspected septic arthritis. On an unspecified date the second puncture was performed and the knee was still "thick" and "purulent"- looking. The second bacteriology testing performed at the hospital was negative. The physician's reported diagnosis was pseudo-septic arthritis. The treatment received by the pt during hospitalization period was not provided. The physician reported that the pt received at the very end of hospitalization two hexatrione injections. As of the date of receipt of this report the pt recovered and the physical therapy was still ongoing. The physician assessed the relationship between the pseudo-septic arthritis and synvisc as related. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.